Manufacturer narrative:
Investigation is pending.

Event description:
It was reported that there was a variance between the inratio2 inr result and the laboratory inr result on a patient in (B)(6). Results are as follows: date: unknown; inratio2 inr : 1.3; laboratory inr: 2.1. Therapeutic range: unknown. There was no reported adverse patient sequela and no additional information was able to be provided by the wholesaler. (Note: this MDR filing is due to the device being the same or similar as a device available in the united states.)

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot k380736 was performed. In-house testing on the strip lot met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.